Event description:
While inserting g-tube, portion of g-tube broke while being pulled through g-tube site. First tube removed with all parts accounted for. Second tube showed stressed areas that eventually would have borken. No harm to patient. Successful g-tube insertion. Tubes are from different lot number.